Event description:
The info provided by sjm indicated an 8f angio-seal evolution was selected for use. Deployment difficulties were experienced. A hematoma was observed. Forty-five minutes of manual compression and protamine were required to achieve hemostasis. The pt was stable following the event.